Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified. As the lot number for the device was not provided, a review of the device history record is currently could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 10 months post port placement, the port allegedly occluded. It was further reported that patient complained of pain, and swelling was observed around the port body. Reportedly port was removed. Patient reported stable.

Event description:
It was reported that approximately ten months post port placement, the port allegedly occluded. It was further reported that patient complained of pain, and swelling observed around the port body. Reportedly port was removed. Patient reported stable.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a catheter. Visual, microscopic visual and functional evaluation were performed on the returned device. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported device occlusion issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.